Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a revision of a triathlon patella because of loosening of the patella.